Event description:
The automatic corneal shaper (acs) device penetrated the anterior chamber of the eye and caused an inadvertent partial lensectomy. An iridotomy was performed. The surgeon was able to suture the cornea and plans to remove the remaining cortical material in 2-3 weeks. The surgeon is hopeful that the pt's visual acuity will be good once the cortical material is removed.the only way the device could have entered the cornea was if the thickness plate was not properly seated; this event is attributable to user error.